Event description:
It was reported to boston scientific corporation in 2008, that an optiflo hemostasis catheter device was used on the same day. According to the complainant, prior to use, the needle did not retract. There is no further information regarding the outcome of the patient or procedure.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.